Event description:
Boston scientific received information that during a device upgrade procedure, a ventricular arrhythmia was unable to be induced. Another pacemaker was implanted; however, during the procedure, the pt developed pulseless electrical activity and stopped breathing. The pt was resuscitated. The field representative did not observe any device issues and a medication complication was suspected, however, could not be confirmed. The pt with this device passed away 3 weeks later. The pt was buried with the new device.

Manufacturer narrative:
Not returned. Event conclusion as of today, the explanted pacemaker has not been returned for analysis. The field representative attempted to obtain the device from the hospital, however, the device was not there. Once the product is returned, or if additional information becomes available, this event will be reopened and updated.